Event description:
Healthcare professional reported "reported left side explant and replacement due to right side device rupture.¿ healthcare professional later reported "initial implant¿due to breast cancer symptom¿- not device related " and left side capsular contracture" baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ cancer: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "reported left side explant and replacement due to right side device rupture.¿ healthcare professional later reported "initial implant¿due to breast cancer symptom¿- not device related " and left side capsular contracture" baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation- based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ cancer-breast: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. ¿ observed partial delamination on the orientation dot assessed as adhesive failure.

Event description:
Healthcare professional reported "reported left side explant and replacement due to right side device rupture.¿ healthcare professional later reported "initial implant¿due to breast cancer symptom¿- not device related " and left side capsular contracture" baker grade unknown. The device has been explanted.